Event description:
The customer reported that during a patient event, their device would not power on completely and the service light was illuminated. The device was only used for monitoring the patient during a interfacility transfer. There was no adverse effects caused to the patient as a result of the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and was unable to verify the reported failure. Physio performed unrelated repairs and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.the cause of the reported failure could not be determined.